Event description:
A customer was unable to get a reading from her contour next ez meter and she was not feeling well. During the call she received a reading of 46mg/dl. Product information was not provided as customer was not feeling well and wanted to take care of her hypoglycemia. No product was replaced.

Manufacturer narrative:
Product information and customer information were not provided. Manufacture date could not be determined without product information.